Manufacturer narrative:
Follow-up # 1 date of submission 10/17/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/02/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was powered on and displayed the verify screen. During keypad testing, the display screen went blank and vertical lines appeared on the display. The pump case was opened and the display was inspected for damage; no damage was observed. The display was removed and reinserted to test the display flex. The display began to function intermittently. When replaced with a test display, the screen functioned properly. A failed display flex was concluded.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump had a blank screen. The distributor confirmed the auditory and vibratory alarms were present. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.